Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for possible implant loosening in addition to possible gutter impingement. The talar component does appear to have loosening. Plan for gutter debridement and consideration of implant revision. The patient has a fracture present in the tibia.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Upon further investigation of the CT scans by healthcare professionals the following was observed: failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. In this case no conclusive statement can be provided as there is a little radiolucence around the talar and the tibial component, but it is not clear whether this can be regarded as a loosening and thus as the reason for the revision and there is no statement on the cause of the failure possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.